Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra case in the aortic position by transfemoral approach in a patient with sievers 1 bicuspid aortic valve with l/r fusion, during the procedure, a bav was attempted, but the balloon was moving either ventricular or aortic during each attempt. The bav was performed but full expansion of balloon was not achieved. The team tried to cross the valve with the commander delivery system several times unsuccessfully due to patient anatomy and after the attempts, the patient became hypotensive and eventually pulseless. Resuscitation was initiated, and the patient was placed on cardiopulmonary bypass. Despite this, the patient passed away. The cause of death was determined to be an aortic rupture due to force of the wire against the thoracic aorta.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no imagery was provided to review. The reported event was unable to be confirmed as applicable procedural imagery was not provided for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. A review of IFU/training materials also revealed no deficiencies. As reported, during procedure, a bav was attempted, but the balloon was moving either ventricular or aortic during each attempt. Bav was performed but full expansion of balloon was not achieved. It was tried to cross the valve with the commander delivery system several times unsuccessfully due to patient anatomy and after these attempts, the patient became hypotensive and eventually passed away due to aortic rupture resulting from the force of the wire against the thoracic aorta. It was also reported that the patient had a sievers 1 bicuspid aortic valve with l/r fusion and an agatson calcium score of 6555. As per IFU, valve implantation should not be carried out if balloon cannot be fully inflated during valvuloplasty. The presence of the sievers type 1 bicuspid valve and the inability to correctly perform a bav can cause difficulties in advancing the delivery system with thv through the restricted opening of the native valve. Additionally, the presence of calcification can create a challenging pathway for delivery system advancement, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. In such condition, excessive device manipulation to overcome the crossing difficulties can lead to aortic rupture as reported in this case. As such, available information suggests that patient factors (bicuspid valve, calcification) and procedural factors (inadequate bav) may have contributed to the reported inability to cross native annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.